Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with 2 leads (from unk lots) as part of his trial scs system. The pt underwent a trial procedure on (B)(6) 2013. It was reported the pt complained of pain when the physician placed one of the leads. The physician was able to complete the procedure, however afterwards the pt experienced pain and spasms. The pt was given pain medication which did not relieve the pain and spasms. The pt went to the emergency room where x-rays were taken and showed the leads were in the desired location. The pt was admitted to the hosp and the trial leads were explanted on (B)(6) 2013. The pt stated he felt better since the leads were explanted.